Manufacturer narrative:
The date of event, implanted date and explanted date is (B)(6) 2016 which is inconsistent with our manufacturing records. We have requested an additional information and will submit a follow up once the information is received.

Event description:
According to the reporter, prior to the procedure, the needle was detached from the suture when the package was opened. A new suture was used to complete the procedure with no issues. There was no patient injury in this event.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted one suture and one needle. It was observed, under magnification, that the needle appeared to have disengaged from the suture under tension. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.